Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. An exterior visual inspection of the returned cycler showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver reported a blank screen on the liberty select cycler. Screen was blank during fill 2 of 6. The patient pressed ok/stop and touched screen but screen remained blank. The ok/stop keys made sound when pressed. The patient rebooted cycler and ok/stop keys lit up but screen remained blank. Technical services replaced cycler due to blank screen. At least one full treatment has been completed on current cycler. There was patient involvement however there was no harm or adverse event reported. A phone call and written attempt have been made to gather additional information, but no data has been received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.